Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels. Reportedly, customer's low blood glucose levels ranged from 20-30 mg/dl. Customer did not provide an elevated bg value. Customer reported the bg meter read "high". The cause for fluctuating bg levels was unknown. Customer administered manual injections to address elevated bg levels, and addressed low bg levels with orange juice. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed between (B)(4) 2016 and (B)(6) 2017 by cgm. Low bg levels mostly occurred in the early morning hours. The early morning hours are when basal rate settings are at their highest. Over the year, the early morning basal rate setting increased from 5.25 u/hr to 5.5 u/hr. There were no obvious bolus requests that would cause bg levels to drop. Customer stated that she is a brittle diabetic basal rate settings may need to be adjusted in the morning hours to compensate for the customers insulin needs. There is no evidence that the insulin pump experienced a malfunction or failure.